Event description:
My 5-year-old son used rexall antibacterial waterproof adhesive pad on his arm and got a chemical burn from the pad itself (not the adhesive) making his small scratch (the reason for the bandage in the first place) much worse. He did go to the pediatrician and confirmed it is a chemical burn.